Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for pre-dilatation and was initially inflated at 14 atmospheres for 20 seconds. However, on the second inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient. The physician then performed rotational atherectomy with a rotablator and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen. There was a 13mm tear in the balloon material on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were numerous hypotube kinks. The distal tip was damaged. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for pre-dilatation and was initially inflated at 14 atmospheres for 20 seconds. However, on the second inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient. The physician then performed rotational atherectomy with a rotablator and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).